Event description:
It was reported that the bd syringe 3ml ll 200 s/c barrel cracked. The following information was provided by the initial reporter: material #309657; lot #4261495. Verbatim: rcc received a complaint via email. Penicillin g potassium sprayed into eyes of IV room compounder. Upon further visual inspection, 3ml syringe found to be cracked.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information: (h) attached medwatch. Investigation results: the claim is classified as unconfirmed since the customer does not provide physical samples or photographs to carry out the corresponding analysis. However, according to the trend analysis, the previously reported defect already has an action plan for defect mitigation.

Event description:
No additional information.